Manufacturer narrative:
Removed adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #246643029:analysis information -- 2019-12-02 16:04:08 cst pli# 20 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during of tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2019 product type catheter h3: the catheter was returned, and analysis found the catheter body had a holes caused by deep abrasion. H3: the pump was returned, and analysis found the pump failed lab dispense test as it was above spec. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 5 mg/ml with an unknown dose via an implantable pump for spinal pain. It was reported the patient was not receiving the pain relief in their low back that they once were receiving. It was noted they were doing a pump revision and indicated that they reported they were replacing the pump on (B)(6) 2019. It was noted they were unaware of any withdrawal symptoms when it was reported to the previous managing physician. There were no environmental/external/patient factors that may have led or contributed to the issues. It was noted during the operation, the drug was attempted to be aspirated with no success. It was noted all they were able to get back was bubbles. It was noted only saline was in the pump and they were not able to confirm if they had aspirated from the pump reservoir or the catheter access port. It was noted there was 33 ml left in the reservoir. In (B)(6) 2018 another hcp called to report not able to aspirate anything from the catheter through the catheter acc ess port. They decided to remove the catheter and discovered it was severed near a kink which was just south of the anchor. It was noted that surgical intervention occurred as the pump and catheter were surgically explanted and replaced with a new one on (B)(6) 2019. The rep had possession of the pump and catheter and the they would be returned to manufacturer. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was asked, but unknown. The patient's medical history was asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported/anticipated.